Manufacturer narrative:
H10. Additional information ¿ b5, d8, h6 medical device problem and component after the receipt of additional information corrections have been made to this report and the manufacturer's case. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation. D10. Concomitants: 02-010-03-0210 - logic cr femoral cem, left sz 1-sn (B)(6). 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t- sn (B)(6). 200-03-32 - one peg patella 32mm- sn (B)(6). 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade 299206.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018 and then approximately 5 years later on (B)(6) 2023 was surgically revised. There is no additional information available/provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, approximately 2 years post op initial tka, this 61 y/o female patient's left knee was revised. Surgeon performed a poly swap. Cr 1x11 insert swapped out for a crc 1x13 insert. Patient was last known to be in stable condition following the event. Devices are not returning - hospital doesn't release. Photos are attached.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected health effect, medical device, and investigation clinical codes.